Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4)

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead had dislodgement/placement difficulty. It was determined that the lead was not suitable for the small caliber target vein. The lv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.